Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further incidents. The customer was advised to contact support if the malfunction recurred.